Event description:
The pt reported there is a crack on the display screen of her insulin infusion device. She stated the crack is between the time and basal rate and it is very difficult to read the display. She stated there are no black spots on the display. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.